Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01429. It was reported the patient has decided to stop using his scs stimulation because he reportedly experienced strong surges while increasing the stimulation before reaching the comfort level. The patient stated the overstimulation was overwhelming, and he is concern of a heart attack due to his history of heart issues. The patient stated he would like to have his scs system removed.